Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 20, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the posterior view between the union of the shell and the base of the tissue expander. Microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available. This product was sent to mentor's manufacturing team for additional analysis. According to the manufacturing investigation, considering the event description, process controls, and data records reviewed, the tear reported cannot be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 7, 2024. The explant date was provided. Explant was performed on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on october 17, 2024. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The lot number, previously unknown, was provided with receipt of the device. The lot number is 9790311. A manufacturing record evaluation was performed for the finished device 9790311 number, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast reconstruction with mentor 550cc tall height tissue expanders experienced bilateral deflation post procedure. As a result, explant was performed on an unknown date.